Manufacturer narrative:
Examination of the returned device confirms the reported event of a disassociated bushing from the distal jig. The disassociated bushing was returned for evaluation. The root cause is attributed to product design. (B)(4) is currently underway to investigate this issue. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Metal bushing came out of distal femoral jig. All pieces were retrieved. Update 8/27/2015 follow-up from sales rep states smooth pins were used. Complaint updated 9/1/2015 - ae